Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert and that the impedance trend on the atrial pacing lead was variable. An out of tolerance subthreshold lead impedance alert was recorded on (B)(4) 2013. Atrial pacing impedance rose from an approximate baseline of 575 ohms the week ending (B)(4) 2013 to greater than 1500 ohms the week ending (B)(4) 2013. It then varied between 656 and 4768 ohms throughout the rest of the record.

Event description:
It was reported that the right atrial (ra) lead was exhibiting high impedance and thresholds, no capture and oversensing due to a possible fracture. A new ra lead was attempted but the patient¿s anatomy was very tight, requiring dilation just to advance the lead. After several attempts to position the lead, the helix was blocked and would no longer extend. The lead was removed and replaced with a new ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead 2003-(B)(6), c154dwk implantable cardioverter defibrillator 2009-(B)(6). (B)(4).